Manufacturer narrative:
Findings: unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was returned for power loss alarm and then power error confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed low battery, power loss alarm and then alarm was triggered due to connector resistance issues. After disconnecting and reconnecting the internal battery connector. The unit was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage and loaded voltage (loaded vlith) was within spec range. No unexpected failed battery test alarm or replace battery now alarm noted during testing or in the history file. Unit had a scratched case.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple battery alarms. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also twice alarmed for a power error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.